Event description:
It was reported that a patient underwent a revision procedure approximately 5 months post implantation due to rotation of the upper bar. The patient was revised to a single bar placement rather than double. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3, b4, b5, b7, d6, e1, g3, g6, h2, h6, h11. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). D6: exact implant and explant dates are unknown, but the following information was provided: d6a: march 2024. D6b: august 2024. It is unknown whether the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 5 months post implantation due to migration of a pectus bar. The patient had significant heterotopic calcification overlying the sternum which may have been a reaction to the bar.attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a4, b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records and radiographs were provided and reviewed by health care professionals. Review of the available records identified the following: radiologist review the two chest views dated 4 months postop and concluded that they demonstrate pectus implant with two separate bars in place. Of note, on the lateral exam, the sternum is noted superficial to the bars suggesting hardware failure. The ap chest dated 5 months post op demonstrates removal of the superior bar. The implant appears to be appropriately sized on the ap film. No other anatomical or implant failures that would lead to a revision. No heterotopic calcification observed. The medical records showed that 4 months postop, the post-op visit noted protrusion of the chest wall and discomfort, with slight rotation of the upper bar. 5 months post op, bar revision with placement of single pectus bar. A definitive root cause cannot be determined. The reported event is confirmed, based on medical records and provided images. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h11. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.